Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use at the drive feature, and fracturing at the threads. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 1236586. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1236586) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or product (iunihg). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause for the reported event are customer error in torqueing of the screw and cross-threading.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that screw (iunihg) had fractured and removed. Clinician was torqueing down the final screw and the screw broke. Implant remains implanted and no fragment stuck condition was reported within the implant.